Event description:
Healthcare professional reported right side rupture, firmness, and "extracellular gel" or blood. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a4, e1, g1.

Event description:
Healthcare professional reported right side rupture, firmness, and "extracellular gel" or blood. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Healthcare professional reported right side rupture, firmness, and "extracellular gel" or blood. Healthcare professional later reported "right breast looks a little larger than the left." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as fold flaw opening. Visibility/palpability: unable to observe. Bleeding: unable to observe. As per the investigation procedure, creases. Were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture, firmness, and "extracellular gel" or blood. Healthcare professional later reported "right breast looks a little larger than the left." The device has been explanted.